Event description:
It was reported that during a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 4 drifted when the grab-and-go feature was utilized. The usm also had issues with instrument recognition, even after changing the drape. The procedure was reportedly able to be completed, with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a test drive and function check in front of the robotics coordinator and the issue did not recur. The robotics coordinator reported that the issue was with arm 3 instead of arm 4. However, the fse spoke to the isi clinical territory associate (cta) and other surgical technicians, and they confirmed that the da vinci system had been functioning normally. No drifting or delayed locking issues were observed. The customer also stated that no case observation was necessary. The system was tested and verified as ready for use.